Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this right atrial (ra) lead was surgically explanted due to other or non product experienced. The ra lead was unable to fit the necessary catheters in due to limited venous space. This ra lead was replaced and not to be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this right atrial (ra) lead was surgically explanted due to other or non product experienced. This ra lead was replaced. No additional adverse patient effects were reported.